Event description:
Customer reported that cartridge was not fully snapped into pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect and clean pneumatic tap area, remove o-ring, and attempt to reload original cartridge, which was done successfully, allowing insulin therapy to resume.